Event description:
It was reported that the device was used during a laparoscopic roux en y. The device was used to close the common otomy of the roux limb when they stapled across it the device cut but did not deploy any staples. There was no bleeding or any interventions required. Another reload was used with the same device and the case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Small bowel. At what location on the tissue? Closing off the common otomy of the roux limb on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Approximately the 5th firing during which stroke did the event occur? What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue prior. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 1 year. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results showed that a cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.